Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital on a medical regiment of 5mg eliquis and 81mg aspirin. At the 6-week follow-up procedure there were no issues noted and the patient was switched to 325mg aspirin and 75mg plavix. At 6-months the patient was put on only 81mg of aspirin for a medical regiment. At the one-year follow-up procedure, computed tomography (CT) scans showed that there was a device related thrombus present. A 12.2mm x 9.6mm x 5.3mm thrombus was attached to the atrial surface of the closure device. The patient was restarted on 5mg of eliquis. There were no consequences as a result of this event.